Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3183, UDI: (B)(4), serial: n/a, batch: 3870884.

Event description:
It was reported that the patient experienced a dural tear during the explant of her system on (B)(6) 2023, resulting in headaches, nausea, and vomiting. An unspecified steroid and intravenous fluids were administered to the patient, and a blood patch was performed to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.